Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The implantable cardioverter defibrillator exhibited far field p-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed.